Manufacturer narrative:
Product complaint # (B)(4). Device identification: correction. Device manufacture date: additional information.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a depuy employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the torque wrench was tested multiple times and each time it showed that it was out of tolerance. There was no procedure and patient involvement. This report is for a torque wrench. This is report 1 of 1 for (B)(4).